Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. Upon removal, the ends appear to be damaged. No patient injuries or complications occurred.